Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2018, 4058m52 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital after hearing an alert. Oversensing, high/ undefined pacing impedance, and high threshold were observed on the right ventricular (rv) lead. The lead was suspected to be fractured. Reprogramming was performed to turn high voltage therapies off and change the pacing vector and sensitivity. The lead was capped and replaced later that day. No patient complications have been reported as a result of this event.